Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate (reported as "impurities") were observed in four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified at the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 26, 2022 - january 31, 2022. H10: four (4) actual samples were received for evaluation. Visual inspection was performed along with magnification which observed an embedded brown foreign matter encapsulated near the clamp hinge area of one (1) sample only. The reported condition was verified in 1 sample; however, not verified in the remaining three (3) samples. The cause of the condition could not be determined; however, the probable cause is related to manufacturing. The embedded particulate would result in a delay of delivery; however, a delay of delivery is not likely to cause a death or serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.